Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining low hemoglobin (hgb) results for one (1) patient on a coulter ac-t diff analyzer. A sample from the same patient was analyzed on the same instrument on (B)(6) 2011 which also generated a low hgb result. The customer sent the sample to a reference lab for and obtained a higher hgb result. This event is reported separately in MDR 1061932-2011-01693. Review of the data provided by the customer shows that the ac-t diff analyzer also generated low red blood cell (rbc), low hematocrit (hct) and high platelet (plt) results without instrument generated messages when compared to sample rerun at reference lab. Customer's initial results were not reported out of the laboratory. No death, injury or change to patient treatment was reported in connection with this event.

Manufacturer narrative:
The instrument is currently within quality control specifications with respect to controls and reproducibility. Controls were run before and after the incident and recovered within assay ranges. Previously run patient samples were rerun to confirm accurate back to last acceptable control run. The field service engineer (fse) found bubbles in lyse. The fse replaced syringes, peristaltic pump tubing, and filters and verified repairs per established procedures. Root cause may be sample related or related to syringes, peristaltic pump tubing, and filters which were replaced by the fse.